Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Pump was not dropped or bumped. Customer was able to rewind, but not able to complete the prime without the motor error alarm. No further details given.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Minor scratches to lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.